Event description:
It was reported that the right atrial lead exhibited high thresholds and noise. The lead was capped and replaced during a routine device change out procedure. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).